Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expressed concern that the battery voltage had decreased greatly. No adverse patient effects were reported.